Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor was providing deviating values with readings of 45 mg/dl, "over 300 mg/dl" within 15 minutes and an unspecified low reading shortly later. Customer experienced symptoms of hypoglycemia described as "dizziness, tremors, cold, blurred vision and lack of concentration". Customer had contact with healthcare provider who performed blood sugar and blood pressure tests and treated him with glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported the adc freestyle libre 2 sensor was providing deviating values with readings of 45 mg/dl, "over 300 mg/dl" within 15 minutes and an unspecified low reading shortly later. Customer experienced symptoms of hypoglycemia described as "dizziness, tremors, cold, blurred vision and lack of concentration". Customer had contact with healthcare provider who performed blood sugar and blood pressure tests and treated him with glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issue were observed. Control solution testing was performed and no issue were observed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor was providing deviating values with readings of 45 mg/dl, "over 300 mg/dl" within 15 minutes and an unspecified low reading shortly later. Customer experienced symptoms of hypoglycemia described as "dizziness, tremors, cold, blurred vision and lack of concentration". Customer had contact with healthcare provider who performed blood sugar and blood pressure tests and treated him with glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.